Manufacturer narrative:
There have been no allegations against the v40 head and no adverse consequences involving the head have been reported. However, this device is subject to recall and is therefore being reported as a malfunction. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Not returned to the manufacturer.

Event description:
Revision right total hip aseptic loosening acetabular component.